Event description:
Event description guidant received information that, during the attempted implant of this lead, a dissection of the coronary sinus occurred. The implant of the lead was interrupted. The lead was removed and no lead was implanted., after the attempted implant, testing revealed the patient is fine.